Event description:
Healthcare professional reported for left side capsular contracture [baker grade unknown]. Additionally reported was "symptoms of asia syndrome," which is not device related. Device remains implanted.

Event description:
Healthcare professional reported for left side capsular "contracture" baker grade 3. Patient's representatives late reported "radial folds", "sparse cysts", "small amount of surrounding fluid", "undulations" and "anguish, fear and suffering of the patient due to the risk of developing cancer." The events of "symptoms of asia syndrome", "chronic diarrhea, joint pain and fibromyalgia", "sparse cysts" and "dry eyes and hair loss" are not related to the device. Device has been explanted.

Manufacturer narrative:
The event of "seroma-late" is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event.

Event description:
Healthcare professional reported capsular contracture [baker grade unknown]. Additionally reported was "symptoms of asia syndrome," which is not device related. Device side is unknown. Device remains implanted.

Manufacturer narrative:
The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: capsular contracture baker grade unknown.